Manufacturer narrative:
A ge rep evaluated the system and replaced the solid state hard drive and reloaded software and calibration files. The system operates as intended.

Event description:
The customer reported the recalled/saved image differs from the image displayed on the thumbnail. The recalled image, however, maintains the correct anatomical pt and procedure and there is no mismatch of images between different pts. No pt injury was reported.